Manufacturer narrative:
(B)(4). Date sent to FDA: 09/25/2020. H3 photo analysis summary: a picture was received for analysis. Upon visual inspection of the picture, a new foil packet of the product code pdp317, lot qbmpxx could be observed and no breakage suture was noted due to sample is sealed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and suture was used. During the procedure, the suture broke when tying the knot. There were no adverse patient consequences reported. No additional information was provided.